Event description:
Patient underwent aaa repair in 2006. One main body graft, two iliac leg grafts, and three main body extensions were placed. The main body was placed a little low so in 2007, patient had additional procedure due to a type I endoleak. Physician placed another main body extension and this fixed the leak.

Manufacturer narrative:
Evaluation - no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in that incorrect planning and sizing of the device was performed.